Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose of over 600 mg/dl. They were treated with injection. The customer also reported motor error. The drive support cap was sticking. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewinding due to motor encoder signal out of phase. Unable to perform displacement test and basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarm. Drive support cap look normal.